Event description:
It was reported that the blood glucose monitor display had shifted to the left. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).